Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's blood glucose elevated to 810 mg/dl and got hospitalized due to high diabetic ketoacidosis. The patient had ketones bodies and received intravenous insulin infusion as treatment in hospital. No further information available.